Manufacturer narrative:
(B)(4).

Event description:
Bilateral patient. Revision not currently performed. Co 24.0ug/l, cr 3.3ug/l. Polarstem ref11000331, lotb081511. A MRI scan performed in (B)(6) 2016, revealed signs of increased metal residues in the left hip and a osteolysis (4cm).